Manufacturer narrative:
Customer reported system is working fine and declined service. Customer will notify ge if problem reoccurs. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system shutdown during a case. No pt injury was reported.